Event description:
This is an adverse event noted as part of the (B)(6). This is a (B)(6) male with moderate grade intra-epithelial neoplasia (mgin). Circumferential ablation was performed without acute adverse event or device malfunction. A stricture was noted one month later and was serially dilated. The ae was resolved at last visit.